Event description:
This unsolicited case from united states was received on 16-feb-2018 from patient's daughter. This case concerns a (B)(6) male patient who received treatment with synvisc one and after one day patient bear a little weight, experienced pain the day after the injection and swelling the day after injection. Also, device malfunction was identified for the reported lot number. No concomitant medications was reported. Patient has a knee replacement in the other knee. Patient did not have any other medical condition and was only allergic to surgical tape. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (lot number: 7rsl021; dose, indication and expiration date: not reported) (might be right knee). On an unknown date in (B)(6) 2017, after one day of receiving injection, patient experienced pain and swelling the day after the injection. Patient was able to bear a little weight but was using a walker for the next few days. Patient was all recovered now. It was not sure if any blood work or aspirations were done. Patient was not hospitalized. Reporter did not know if he was given any medications. Corrective treatment: walker for bear a little weight; not reported for rest events outcome: recovered for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and bear a little weight pharmacovigilance comment: sanofi company comment dated 23-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, knee pain and knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6)2018 from patient's daughter. This case concerns a 73 year old male patient who received treatment with synvisc one and after one day patient bear a little weight, experienced pain the day after the injection/severe pain on knee and swelling the day after injection. Also, device malfunction was identified for the reported lot number. No concomitant medications was reported. Patient has a knee replacement in the other knee. Patient did not have any other medical condition and was only allergic to surgical tape. Concomitant medications included olanzapine, omega-3 triglycerides (omega-3), apixaban (eliquis), atorvastatin, hydrochlorothiazide/irbesartan (irbesartan + hctz), metoprolol succinate, fluoxetine hydrochloride (fluoxetine hydrochloride), acetylsalicylic acid (aspirin). On (B)(6)2017, patient received treatment with intra articular synvisc one injection once (lot number: 7rsl021; dose and expiration date: (B)(6)2020) (might be right knee) for osteoarthritis. On (B)(6)2017, the patient had severe pain on knee. On an unknown date in nov-2017, after one day of receiving injection, patient experienced pain and swelling the day after the injection. Patient was able to bear a little weight but was using a walker for the next few days. Patient was all recovered now. It was not sure if any blood work or aspirations were done. Patient was not hospitalized. Reporter did not know if he was given any medications. As of (B)(6)2018, the patient recovered from severe pain in knee. The patient received treatment with aleve and applied ice. Corrective treatment: aleve, ice for experienced pain the day after the injection/severe pain on knee; walker for bear a little weight; not reported for rest events outcome: recovered for all the events a global pharmaceutical technical complaint was initiated with gptc number: 52718 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and bear a little weight additional information was received on (B)(6)2018. The gptc number was added. Text amended accordingly. Additional information was received on (B)(6)2018. The suspect drug's start date and expiration date was updated and indication was added. The event term of experienced pain the day after the injection was updated to experienced pain the day after the injection/severe pain on knee and corrective treatment was updated for the same. Concomitant medications were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6)2018: new follow information received dose not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, knee pain and knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.